Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/29/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round spectrum 425cc saline prostheses, catalog: 3501470, serial number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent primary breast augmentation with mentor smooth round spectrum 425cc saline prostheses experienced deflation on the left breast prosthesis post procedure, as well as some pain. At the time of this report, mentor has received no information regarding explantation or expected explantation date.

Manufacturer narrative:
On 11/28/2018, mentor received additional information that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 600 cc gel prostheses on (B)(6) 2018; catalog # 3506004bc, s/ns (B)(4) (l) and (B)(4) (r). Updated implantation date information was also received. On 12/6/2018, the mentor failure analysis lab received the device for evaluation. The device evaluation was completed on 12/19/2018. Summary: the device was received at mentor containing fluid with a yellow appearance. Yellow and white material were observed within the device. White material was observed on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures, and one leak was found on the anterior view of the device. The leak was caused by a rent measuring approximately 0.2 cm in length. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. The device history record (DHR) of lot number 5912229 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).